Event description:
It was reported that the lead was explanted due to externalized conductors. No electrical anomalies were detected. The patient was asymptomatic.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.9-8.2cm and 11.7-12.1cm from the connector pin, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.0-13.5cm from the distal tip. Internal insulation abrasion was noted at 13.2-14.1cm, 22.2-22.8cm, and 24.8-25.3cm from the distal tip. The etfe coating was intact at these locations.